Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's investigation and correction to b3 and h4. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, the root cause of the foreign material was insufficient cleaning. Identification of the material could not be determined. Olympus will continue to monitor field performance for this device.

Manufacturer narrative:
The device was returned as part of the asset return process. The evaluation revealed the presence of white residue within the air/water channel. The foreign material was not found to be exiting the channel. This phenomenon can be attributed to insufficient cleaning. The investigation is ongoing, and a supplemental report will be submitted upon completion of the investigation or if any additional information is provided.

Event description:
The evis exera ii colonovideoscope was returned as part of the asset return process. During routine inspection of the device by olympus, it was observed that the air/water channel was blocked/clogged. There was no procedural or patient involvement associated with this event. This medical device report (MDR) is being submitted to capture the reportable malfunction found during the device evaluation.